Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated intraperitoneally with vancomycin and fortaz; (dose, frequency, duration not reported). Pd therapy was ongoing and the patient was recovering from the event. No additional information is available.